Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the first cartridge did not totally fire, only the distal part of the tissue was stapled. The second cartridge did not staple but only cut and this cartridge jumped out of the stapler and was retrieved from abdomen. The procedure was finished with another device. There were no adverse consequences for the patient.

Event description:
The account alleges that the brakes will not hold.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results showed that the ats45 device was received in good visual conditions and with three blue cartridge reloads. Cartridge b was received fully fired. Cartridges b and c were received partially fired and with the lockout spring normal which indicates that the device's firing cycle was interrupted. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The reload was loaded and did not fell out during functional testing. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.